Event description:
It was observed that during the device evaluation, the subject device exhibited no image and worn-out lock latch on video connector, not hold scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: worn out lock latch on video connector causing loss of image when wiggling the scope end connector and not hold scope connector properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.